Event description:
During evaluation by baxter the channel b select key a colleague infusion pump was found to be not functioning. There was no documented patient injury or medical intervention related to the reported condition. The reported condition occurred during evaluation. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.

Manufacturer narrative:
The reported condition of channel b select key not functioning was confirmed and duplicated. The reported condition is due to a disconnection in keypad circuit board vertical interconnect accesses (vias). Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Event description:
It was reported that during an unknown procedure, staplers blocked during firing. They had to do a laparotomy after the device blocked. Procedure finished without consequences. Condition of the patient was normal. Additional information has been requested, no response has been received to date.